Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted.  It was reported that following insertion the patient experienced erosion. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6). It was reported that the patient underwent a gynecological surgical procedure on  (B)(6) 2014 and mesh was implanted.   No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/6/2018 (B)(4). Additional narrative information: it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.